Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced penile inflammation. There were no signs of infection; however, antibiotics were prescribed. The physician believes this is part of the normal postoperative healing process. No additional information was reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of inflammation is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced penile inflammation. There were no signs of infection; however, antibiotics were prescribed, and the event was resolved three weeks later. The physician believes this was part of the normal postoperative healing process. No additional information was reported.